Manufacturer narrative:
The customer¿s report that during a dopamine infusion the syringe module alarmed, ¿channel needs calibration¿ was confirmed. Inspection: both male and female iui were observed with dried fluid on the contact pins. The drive arm was sticking when moving up or down. Dried fluid was noted on the wiper assembly. Internally there was a dried sticky fluid was observed on the drive arm and carriage assembly. Dried fluid was also observed on the linear sensor. Dried fluid residue is observed on the flange gripper retainer the split nut showed some wear. Review of the syringe module¿s error log showed no errors or malfunctions during testing. The review of the syringe module event log identified the device was not in use on the reported incident date. The syringe module event log recorded the most recent infusion occurred on (B)(6) 2019 at11:52 am. The log shows a bd 50ml syringe is selected. The source device was programmed for an infusion at a rate of 200ml/hr vtbi 50ml. The infusion was started. At 11:53 am the pump alarmed for a patient side occlusion. The infusion was restarted. At 12:08 pm, the infusion completed. Testing performed on the source device found the device operating in specification. The error reported by the customer was not identified in syringe module sn (B)(4).

Event description:
It was reported that during a dopamine infusion the syringe module alarmed "channel needs calibration" despite having been calibrated and the syringe stopped infusing for 3 minutes while a new syringe module was programmed. The customer states that there was no patient harm and there was no change in the patient's blood pressure.

Manufacturer narrative:
Report source: biomedical engineer. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a dopamine infusion the syringe module alarmed "channel needs calibration" despite having been calibrated and the syringe stopped infusing for 3 minutes while a new syringe module was programmed. The customer states that there was no patient harm and there was no change in the patient's blood pressure.